Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the amplitude of his device was increasing on its own. The patient had turned adaptive stim (as) off but it was still happening. The patient would start hurting and he would check the device and it would be on 4.10, but he did not set it that high. This did not happen on group a and it only happened on group b and c. He preferred group c because the pulses were shorter and fired faster. This had happened once before and the device was reprogrammed but by the time he got to the parking lot stimulation was increasing on its own. His feet would feel like they were on fire and he would check his device and stimulation would be high. He had tried to adjust stimulation on his own maybe 100 different times. It was noted that the patient met with a manufacturing representative (rep) at the doctor's office. Further follow-up is being conducted to determine what circumstances led to the issue, what steps were or will be taken, and if the issue has been resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was increasing stimulation without their control. The patient reported that they turned down stimulation, waited three minutes and the device did not retain the settings. The patient was advised to disable the adaptive stimulation. The issue had not been resolved at the time of the report. A surgical intervention did not occur however it was unknown if a surgical intervention was planned. The patient wanted the battery taken out and replaced. It was not known what circumstances led to the stimulation increasing on its own. The patient reported that the manufacturer representative (rep) reset all levels and set the upper limit not to exceed 3.0 volts. The rep set group a, b, c, and d at 1.40 volts. It was reported the burning feet sensation had been resolved. At 1.40 volts, the patient still had burning. The patient started the setting at 0.70 volts and later went back up to 1.40 volts on its own. They also set it at 0.80 and 0.90 in which it would go back up to 1.40 volts on its own. It was reported that the unit was not acceptable with it moving on its own, the patient thought that something was wrong with the implant as it should never change itself. It was reported that this had happened over 25 times in the last three and a half months. No outcome was reported in regards to the stimulation increasing on its own. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from the manufacturer representative. In addition to setting the amplitudes to 1.4 and all limits to 3.0 for all programs, the orientation was reset. The patient was educated further regarding the transition zone definition and the fact that pre-set amplitudes could not be changed in a transition zone. There was no additional information available regarding the patient's current status.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported when he uses his patient programmer (pp) to make an adjustment, that the device will not stay set where he has set it. The patient confirmed he was using adaptive stimulation. He stated it may be a transition issue so he had reprogramming with a rep in (B)(6) 2015. The stimulator was not controlling the pain so he was trying different numbers and settings. The patient confirmed that he was staying in the position for three minutes after making an adjustment. The patient said the device was increasing on its own. The patient also said he was having a burning sensation. The patient was redirected to the hcp. Medical history includes spinal pain. If additional information is received, a supplemental report will be submitted.